Event description:
Informant indicated the device clutch did not work. Surgeon stopped craniotome before any injury occurred.

Manufacturer narrative:
The batch history records for this lot were reviewed and no discrepancies noted. Internal components appeared normal. Unit was tested for proper function and performed properly for ten test holes. The reported failure could not be repeated.